Event description:
A target lesion in a saphenous vein graft was pre-dilated with a 2.5mm by 15mm angioplasty balloon. A 3.5mm diameter by 30mm length s670 rapid exchange stent delivery system was then tracked to the target lesion. The stent was successfully deployed, then another manufacturer's angioplasty balloon was inserted to post dilate the stent. A perforation to the vein graft occurred during the post dilatation of the stent. The perforation was treated using prolonged inflations with a perfusion balloon, and the insertion of coils. The perforation was successfully treated and pt was reported to be fine post procedure. There is no additional clinical sequelae reported related to the event.